Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The ethernet connector was evaluated and replaced as a possible cause. The system was tested and found to be working as intended and up back into service.

Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.